Event description:
Customer reported being found in a "diabetic coma" by a friend. Customer was taken to hospital by the paramedics. Customer stated believing being treated with an IV. Results prior to the incident were not provided. Controls were used, however no values were provided. A request was made for return product and replacement product was sent.